Event description:
Boston scientific crm received information that this atrial lead fractured two months ago. Due to the patient's age, the physician elected to not replace the atrial lead.

Manufacturer narrative:
(B)(4). As of this report, the lead remains implanted in the patient. Should additional information become available, this event would be updated as necessary. Additional information was received that a portion of the lead was returned approximately five years later from a competitor due to an unknown reason. The lead is currently in analysis. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, the lead was returned severed (only proximal segment returned). There was some visual damage sustained, however appeared to be procedurally induced. The lead segment was then exposed to resistance testing to assess the electrical performance of the lead integrity. Measurements throughout this test were within normal limits. No further testing was performed on the lead segment returned. Laboratory analysis was unable to confirm the reported observation of lead fracture as only procedure-related damage was noted.